Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the customer reported complaint. During the external visual inspection, manual articulation of inputs, recognition, engagement, and intuitive motion tests/inspections were performed, and the complaint could not be reproduced. Fa could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues.

Event description:
It was reported that during a da vinci-assisted component separation tar surgical procedure, the force bipolar instrument was found to be stuck while grasping tissue. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument clamp would not release during the procedure, though it was not grasping tissue at the time. There were no issues removing the instrument through the cannula. No visible damage was observed upon inspection¿nothing appeared broken, detached, or damaged, and cables looked fine, except for the clamp being locked shut. No missing fragments were reported, and no pieces fell into the patient. It is unclear if the incident caused a procedure delay, but it did not seem significant. The issue was resolved by replacing the instrument.